Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery alarm noted during test.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the high blood glucose of 600 mg/dl at the time of incident and 596 mg/dl at the time of call. The customer reported that the insulin pump had no delivery alarm and they changed everything and insulin at the bottom but no delivery. The customer reported that they did not feel okay to troubleshoot for high blood glucose. The device will be returned for the analysis.